Event description:
It was reported that the right ventricular (rv) lead was extracted approximately two months post implant. This was due to perforation of the heart wall. A different lead was successfully implanted. A thoracotomy was required to close the hole from the perforation. The patient received intravenous antibiotics. No additional adverse patient effects were reported. The device will not be returned.